Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During preparation of the steerable guide catheter (sgc), deformity at the distal tip was observed. Despite this finding, the guide was inserted into the anatomy but was unable to advance. Consequently, the sgc was removed from the anatomy.following removal of the sgc, significant bleeding was observed at the right groin access site. The sgc was replaced with an alternate device, and the procedure was completed. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 22 april 2026, that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During preparation of the steerable guide catheter (sgc), deformity at the distal tip was observed. Despite this finding, the guide was inserted into the anatomy but was unable to advance. Consequently, the sgc was removed from the anatomy. Following removal of the sgc, significant bleeding was observed at the right groin access site. The sgc was replaced with an alternate device, and the procedure was completed. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay reported.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated and the cause for the reported failure to advance the sgc and deformed soft tip (deformation due to compressive stress) cannot be determined. The reported hemorrhage/bleeding appears to be related to user technique/procedural conditions (physician cut too deeply with a scalpel). Hemorrhage is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.